Event description:
On (B)(6) 2024 during a patient examination of a previously placed ctdr at c6/7, CT scan images appears to show osteolisis. On (B)(6) 2024 a revision took place where the ctdr was removed noting good bone quality but osteolysis at the inferior and superior end plates.

Manufacturer narrative:
The explanted artificial disc was returned directly to the third-party lab for evaluation; however, the investigation has only just started and no results are yet available. Once completed a follow up report will be completed. No material of lot code information was provided so a manufacturing review is not possible at this time. Labeling review: label review: "simplify cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications..." "Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema." "Risks specific to cervical artificial discs, including the simplify cervical artificial disc, are but may not be limited to: osteolysis, bone loss, or bone resorption."